Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4, l4-5 and a posterolateral lumbar interbody fusion at l3-4, l4-5 using rhbmp-2/acs mixed with tricalcium granules and autograft. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: re-exploration of lumbar laminectomy, l3-4 and l4-5, with decompressive laminotomy at these two levels. Posterior lumbar interbody fusion l3-4 and l4-5 with normal cages and bmp. Posterolateral fusion l3-4, l4-5 with bmp and tricalcium phosphate granules and autologous local bone graft. Spinal instrumentation with pedicle screw l3-4 and l5 bilaterally. Preoperative diagnosis: status post lumbar hemilaminectomy l3-4 and l4-5 on the left for herniated disc. Lumbar canal stenosis/ spondylosis l3-4 and l4-5 with radiculopathy. Per-op notes: ¿following adequate nerve root protection, the l3-4 interspace, we inserted two 11x22 mm normal cages packed with bmp and at the l4-5 level on the left side we inserted one 10x22 mm normal cage packed with bmp and on the right side we also inserted another 10x22 mm normal cage packed with bmp. Once the cages were in place we proceeded to place our pedicle screws. We applied our bmp that was instilled in tricalcium phosphate granules in the spinal gutter and also some autologous morselized local bone graft.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.